Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the handpiece device seize, jammed, and was moving heavily. It was noted that the motor had stalled. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.